Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, at the time of using the reload it was not activated. It was decided to change the handle, the reload was assembled and the green button was activated again in its firing but the problem persists. It was decided to change the reload and the steps were repeated and the firing was made perfectly. There was no patient injury.